Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer w/ tubular drive shaft and console were selected for use. During preparation, it was noted that the console connector broke. The procedure was cancelled without complications reported, and patient was stable.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advacer w/ tubular drive shaft and console were selected for use. During preparation, it was noted that the console connector broke. The procedure was cancelled without complications reported, and patient was stable. It was further reported that the connection metal between the pedal and the console was fractured. The patient was sedated with a local anesthesia when the procedure was cancelled.